Event description:
It was reported that a patient presented with post-paced t-wav over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were noted.